Manufacturer narrative:
The complaint devices were not received for evaluation. Based on the visual evaluation of the customer-provided pictures attached to the complaint, excessive force during suture tensioning is the most likely cause of the reported failures. The complaint allegation is confirmed based on the customer-provided pictures, in which photo-2024-04-29-14-41-00 (1).jpg displays the suture broken and photo-2024-04-29-14-41-00.jpg shows the instrument without the sutures.

Event description:
Additional information received on 5/8/2024: the case was delayed about thirty minutes.

Event description:
On 04/30/2024 it was reported by an arthrex subsidiary employee via email that an ar-4501 meniscal cinch ii suture broke during tensioning. After both anchors were successfully implanted, the surgeon attempted to tighten the knot when the suture broke. Everything was removed inside the patient and another ar-4501 meniscal cinch ii was used to complete the case. This was discovered during a knee arthroscopy procedure on (B)(6)2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.